Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a nanocross elite balloon to treat a soft tissue lesion in the patients right distal superficial femoral artery (sfa) and popliteal artery (pop). Lesion stenosis was 90%. Lesion length was 100mm. Artery diameter was 5mm. There were no abnormalities reported in relation to anatomy. A 6x55 non-medtronic sheath was used. A non-medtronic guidewire was used. Embolic protection was not used. Vessel was not pre-dilated. Vessel was post-dilated with a nanocross 5x100 balloon. Device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Device was inflated with a non-medtronic inflation device without issue. 50/50 contrast was used. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Deflation difficulties occurred. There was no damage noted to the balloon catheter. It was reported that the vessel was crossed with no real difficulties and atherectomy performed on the distal sfa and pop, followed up with dilation with the nanocross and inflated for 2 minutes. Upon trying to deflate the balloon using negative pressure, the balloon would not deflate. Physician removed the contrast mixture and tried to deflate again with inflation device. Balloon came down a small amount. Physician then used a 20 cc syringe and finally the balloon mostly deflated and was removed. The device was safely removed from the patient. A replacement nanocross 5x100 balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: under a microscope, crimping marks were noted on the proximal balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.